Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was removed as part of a replacement procedure. The patient had been implanted for hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.